Manufacturer narrative:
Additional narrative: (B)(6). The investigation of the complaint collinear reduction clamps has shown, that the articles have marks from use, but they are in an overall good condition, nevertheless that the handles are indeed broken as complaint. The handles are broken right below the second screw fixation. The device history records (DHR) for these article and lot numbers were reviewed and it was manufactured according to specifications with no issues or deviations during the process. There is no specific information how this article was used by customer, based on this we are not able to determine the exact reason for this problem, but it is likely that a combination between intense use, age and a mechanical overload during use, that lead to a crack in the handle and finally to the breakage of the handle. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the issue was resolved by intercondylar fixation using bone forceps.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID, dob & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: 314.291, 13-3163, manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 27.sep.2013 , expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the reduction and stabilization of 33-c3 fracture by threaded k-wires, during application of lateral distal condylar lcp for femur the handles of both collinear reduction clam broke. Delay to surgery time 30 minutes. This report is 2 of 2 for (B)(4)

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.